Manufacturer narrative:
(B)(4). Physio-control evaluated the device but could not verify the reported issue. Proper device operation was confirmed through functional and performance testing. The device was subsequently returned to the customer for use. A cause of the reported issue could not be determined.

Event description:
The customer contacted physio-control to report that their device powered off when they tilted the device to have a better look at the display. They could however power back on the device immediately. When they then moved the device a bit, it powered off again. There was no patient use associated with the reported event.